Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for normal follow up with pacemaker syndrome. The patient reported that they felt the pacing from their implantable cardioverter defibrillator. Upon interrogation, it was discovered the device exhibited backup vvi operation. A device restoration was performed successfully, and the patient felt normal when the device was reset. The patient was stable before, during and after the event, and will continue with regular follow up.